Manufacturer narrative:
(B)(4). A visual evaluation of the returned device found that the proximal section of the guide catheter is stretched, broken and kinked in several locations. The proximal section of the push catheter was cut, it was a clean cut likely made with a sharp tool. The other section of the push catheter is kinked in several locations. Based on product analysis, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/ manipulation/ maneuvering can cause the device to bend/coil leading to kinks or bends in catheters. With the device bound by kinks/bends in catheter, the device would become difficult to retract the guide catheter and consequently the stent could be difficult to deploy. Continued effort to deploy the stent or excessive force retracting the guide catheter to release the stent likely caused stretching and breaking of the guide catheter at proximal section and due to this condition the device became unable to deploy the stent. Therefore, "operational context" is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the physician attempted to deploy the stent, however, it was noticed that the tip of the guide catheter was bent. The procedure was completed using another stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the guide catheter broke, therefore this event has been deemed an MDR reportable event.